Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, verification of sterilization, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned for additional evaluation or investigation. No additional information is known regarding this revision. (B)(4).

Event description:
During current report for an alleged volume discrepancy, clinical specialist (cs) reported a prior catheter revision. At time of surgery, physician tested pump function through priming on the back table and didn't find anything questionable.

Manufacturer narrative:
It was confirmed that, during the revision, cs didn't see anything obviously wrong with the catheter, so a distal piece was cut off and reconnected to the pump. The small revised piece was discarded. Internal complaint number: (B)(4).